Event description:
On apr(B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch veriopro meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reportedly was already in the hospital due to a heart attack. During her hospital stay, the patient reported obtaining a result of ¿50 mg/dl¿ with the subject meter and ¿135 mg/dl¿ with another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. The patient did not specify developing any additional symptoms. The patient denied receiving medical treatment due to the reported issue. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient reportedly was already in the hospital (due to a heart attack) when she compared results obtained with the subject meter and the hospital meter. The patient denied receiving medical treatment due to the reported issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.